Event description:
Mother reported there was a visible gap between the piston rod and the insulin cartridge following a cartridge change, and she believes the insulin delivery of the infusion device is inaccurate. The cartridge was changed correctly and there were initially no problems. The following blood glucose levels and insulin amounts delivered via the infusion device on (B)(6) 2012 were provided: 388 mg/dl at 4:30 a.m. And 2.1 iu, 229 mg/dl at 7:30 a.m. And 0.8 iu, and 302 mg/dl at 10:50 a.m. And 1.2 iu. The infusion set was changed, and her mother detected a gap between the piston rod and cartridge. Her blood glucose was 347 mg/dl at 1:00 p.m. And 1.8 iu was delivered, 345 mg/dl at 2:00 p.m. And 2.5 iu were delivered, 100 mg/dl at 3:05 p.m. And pt ate 1 be and delivered 1.8 iu, 80 mg/dl at 4:00 p.m. And pt ate 3 be and delivered 1.8 iu, 27 mg/dl at 8:00 p.m. And pt ate 1.2 be, 125 mg/dl at 8:45 p.m. And pt ate 0.9 be and delivered 0.7 iu, and 254 mg/dl at 10:15 p.m. And pt ate 1.5 be and delivered 2.1 iu. Pt switched to a replacement infusion device on (B)(6) 2012, and she has experienced no additional problems. The cartridge and infusion tube were changed every 4-5 days and the infusion headset every 2 days. The pt did not have an infection or start new medication. The infusion treatment from a health care professional or second party to address the issue. No additional info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.